Manufacturer narrative:
The product was returned, and both the visual inspection and interrogation test results were normal. No anomalies were observed.

Event description:
It was reported that the patient presented to the clinic with pocket erosion and the device had eroded through the skin. Upon examination, there was loss of slack in right ventricular and right atrial leads. Based on these findings, the physician suspected twiddler¿s syndrome. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead to resolve the issue. The patient was in stable condition throughout the procedure.